Event description:
"It was reported that while the ventilator failed to detect the patient¿s effort while it was ventilating a patient in an non-invasive mode of ventilation whereas the patient had the respiratory drive at the time. The patient desaturated to 89% and had signs of respiratory stress. The ventilator was disconnected from the patient and the ventilator was replaced with another one. During the transition to the replacement ventilator the patient desaturated further to 79% but the saturation got back to normal". The final patient outcome was no injury. Manufacturer's ref. : (B)(4).

Manufacturer narrative:
No parts were reported as replaced therefore the investigation is an evaluation of the ventilator¿s logs and information that was received. According to the logs the ventilation period lasted 45 minutes in an invasive type of ventilation with the ps/CPAP (pressure support/ continuous positive airway pressure) mode of ventilation. The trigger functionality was pressure triggering. The patient category was adult. The ventilation period contains three ¿no patient effort¿ alarms two of which were followed by the function ¿patient initiated return to support ventilation¿. The ventilator was set to the standby mode immediately after the third ¿no patient effort¿. The period also includes¿ vt insp. Overrange¿ and ¿inspiratory flow overrange¿ alarms that indicate large leakage. The contained functions ¿patient initiated return to support ventilation¿ after the ¿no patient effort¿ alarms imply that the patient could initiate breaths which were also detected by the ventilator. The combination of ¿no patient effort¿ and patient initiated return to support ventilation¿ implies that the ventilator was working properly by providing back-up ventilation after an apnea and the consequent return to support ventilation after detecting the patient¿s own triggering but still according to the hospital, the ventilator did not detect some of the observed patient¿s efforts. The set pressure trigger sensitivity could have been not optimal for the patient and it could have been set at a more sensitive level. The ps/CPAP mode of ventilation at the time is intended for patients that can breathe spontaneously but this patient was exhibiting occasional apnea. The mode is an invasive one, but it was being used non-invasively with a mask. According to the user, the type of ventilation was niv (non invasive ventilation). During niv the patient is not intubated or tracheotomized, but it is achieved by using a nasal mask, face mask, full-face mask or prongs. The logs however show that the type of ventilation at the time was an invasive one in the ps/CPAP mode of ventilation, but the user was using a mask implying that the patient was not intubated. There are no technical error codes in the logs during the ventilation period. The pre-use check before ventilation was successful but the one after failed the flow transducer test due to failed expiratory cassette zeroing which would imply expiratory flow measuring error. Before ventilation the user selects the type of ventilation and patient category. The selection is either invasive or niv plus the patient category which is either adult or infant for servo-I. The user then proceeds to select the mode of ventilation from the dropdown list for either the invasive ventilation or niv. The conclusion in the matter is that the ventilator could detect the patient¿s efforts as logs show but with misses according to the hospital. Incorrect measuring of expiratory flow and large leakage due to the use of a mask can affect the ventilator¿s detection of the patient¿s triggering efforts therefore the reported failing detection of the patient¿s effort most probably occurred as reported and the primary cause was the selecting of an invasive type of ventilation but ventilate the patient non-invasively with a mask. Presence of large leakage in invasive ventilation will lead to poor triggering.

Event description:
Manufacturer's ref. #: (B)(4).